Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
A report was retrieved from health canada online database regarding detachment of a device or device component. It was mentioned that the following were the effects presumably of the patient: bradycardia, low blood pressure/hypotension, unexpected medical intervention, and cardiac arrest. No further information was provided.

Event description:
A report was retrieved from health canada online database regarding detachment of a device or device component. It was mentioned that the following were the effects presumably of the patient: bradycardia, low blood pressure/hypotension, unexpected medical intervention, and cardiac arrest. No further information was provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
A report was retrieved from health (B)(6) online database regarding detachment of a device or device component. It was mentioned that the following were the effects presumably of the patient: bradycardia, low blood pressure/hypotension, unexpected medical intervention, and cardiac arrest. No further information was provided.